Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position presented with valve degeneration leading to severe intra- and periprosthetic aortic regurgitation (pht 376msec) combined with moderate aortic stenosis (mean gradient 27mmhg) after an implant duration of approx 5 years and 1 month. Currently the patient presented asthenia and dyspnea with teted hemolytic anemia (hb 10.5 g/dl, ldh 683 u/l). A 23mm non-edwards valve was implanted within the aortic device. Prior to valve implantation, the surgeon performed closure of the pvl with plugs.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position respectively, presented with calcific valve degeneration leading to severe intra- and periprosthetic aortic regurgitation (pht 376 msec) combined with moderate aortic stenosis (mean gradient 27mmhg) and moderate mitral regurgitation after an implant duration of approximately 5 years and 1 month. Currently the patient presented asthenia and dyspnea with teted hemolytic anemia (hb 10.5 g/dl, ldh 683 u/l). The moderate mitral regurgitation was considered a consequence of a progression of patient´s disease and it was subjected to follow-up with some medical treatment. A 23mm non-edwards valve was implanted within the aortic device. Prior to valve implantation, the surgeon performed closure of the pvl with plugs. There was good result with tavi although there remained mild pvl. There were no reported adverse events for the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.